Event description:
Power drill was being used by surgeon during a left rotator cuff repair. On pause, the surgeon noted that the tip of the drill bit - 1/8 inch - was broken. Attempts made to retrieve the tip were unsuccessful. Decision was made to leave the bit in place. No expected complications.